Event description:
The customer reported that she always had air bubble in the reservoir when putting insulin out of the insulin vial. Customer stated that when she pushes the air bubbles back into the vial there will be more that goes in the reservoir. The customer was advised on how to remove and prevent the air bubbles. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.